Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they were trying to fill the tubing when insulin squirted out and then they got a compromised force sensor system alarm. The customer's blood glucose level during the incident was 9.2 mmol/l. After troubleshooting was performed, they were advised to discontinue use of the device and revert to a back-up plan. The device will return for analysis.

Manufacturer narrative:
The device alarmed prime during prime test and motor error alarm during basic occlusion test due to faulty fore sensor resistor. The insulin pump passed idle current test, run current test, self- test, off no power test, error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, broken off battery tube threads and cracked reservoir tube lip.